Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure and atrial fibrillation (af) with rapid ventricular response. It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri)/ recommended replacement time (rrt) and that the right ventricular (rv) lead exhibited a warning for high impedance. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.